Event description:
Provider states he received the replacement motor and the brake lever was loose just like the original motor on the chair. Provider spoke with our tech services who advise him how to go inside of the motor and tighten the lever. Provider took these steps on the original motor that had this issue and the lever was no longer loose. No additional information provided.